Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: intracolonic cardiac pacemaker: a case of device migration with colon perforation out of a subcutaneous epifascial pocket. Heart rhythm case reports. 2018; 4 (11): 497-500. 10.1016/j.hrcr.2018.04.006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding an implantable pulse generator (ipg) that was implanted in the right abdominal epifascial space. The patient presented with "increasing colic-like abdominal pain". The physical examination showed the scar was free of irritation, but there was slight tenderness with palpation of the right and left upper abdominal quadrants. A computerized tomography (CT) scan revealed migration of the ipg into the left intraluminal colic flexure with a sealed perforation at the point of the electrode entry into the right atrium and left ventricle in the right one third of the transverse colon. During the explorative laparotomy penetration of the electrodes through the abdominal wall and into the transverse colon was identified. The ipg was removed, and the electrodes were capped and removed from the point of entry into the transverse colon. A segment colectomy with end to end anastomosis was performed. Blood cultures were negative; however, electrode samples showed polymicrobial flora including enterococcus avium, pseudomonas aeruginosa, citrobacter freundii, and propionibacterium acnes. The patient was treated with antibiotics for eight days and the intention was to remove the remaining portion of the leads, but the patient declined. Following, the ipg and leads were replaced, and the device was implanted in the left pectoral area. Two days later, there was micro-dislocation of the right atrial lead and it was replaced. Two months later, the patient developed malaise, chills, and there was weight loss. Blood cultures were negative; however, a transesophageal echocardiogram showed a mobile mass adhering to one of the atrial leads and a CT scan showed a ¿strong uptake¿ of the old capped lead located along the thoracic wall and indicative of an association to the old capped lead correlating to the echocardiographic mass. It was postulated there was a low grade infection and several weeks later there was a diagnosis of unilateral and possible bilateral endovenous lead endocarditis. A new system, ipg and two leads were implanted via a mini-thoracotomy in a left anterior submuscular pocket. The prior left pectoral implanted system and the remaining portions of the previously capped leads were removed with the exception of the tip of the initial atrial lead. Electrode samples were positive for enterococcus avium, pseudomonas aeruginosa, and escherichia coli. The patient was placed on an antibiotic regimen and twelve months later was found to be doing well with no signs of infection. The disposition of the products is not known. Further follow up did not yet yield and additional information. No further patient complications have been reported as a result of this event.